Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy due to the extension set being disconnected from the pt line of the homechoice set during therapy. After receiving the alarm, the hp connected the extension set to the pt line of the homechoice set and attempted to clear the alarm. Reportedly, the hp routinely utilizes one extension set with a standard homechoice set. Baxter's technical service center assisted the hp in ending therapy early and therapy was completed by setting up with new supplies. During follow up with the hp, it was noted that the hp was connecting the extension set after prime was completed. No pt injury or medical intervention was associated with this incident per the hp.